Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a symptomatic patient presented in the hospital with chest tightness and palpitations on (B)(6) 2018. It was noted during the visit that the threshold was high and imaging showed lead dislodgement. On (B)(6) 2018, the original lead was explanted and then reimplanted. The patient was stable following the procedure.